Event description:
User facility medwatch report received that states: "elderly patient underwent catheterization and angiography of his peroneal artery via femoral puncture. At the conclusion of the procedure, two attempts were made to close the wound with a 6-french perclose device. The suture failed to deploy on both occasions". The facility reporter was contacted and indicated that two perclose proglide devices were attempted in the right femoral artery and both resulting in a failure to deploy the closure suture. Hemostasis was achieved using manual compression for an unspecified period of time. There was no adverse patient effect. The reporter indicated that the device operator was a physician, however she declined to provide the physician/operator information; therefore, it is not known if this physician is trained or not in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device can not be located at the facility. The lot number was identified; a follow-up report will be submitted with the device history record information.the first perclose proglide (part#12673-03, lot# 920146h), is being reported under a separate medwatch report number. (B)(4).

Event description:
It was reported that during a wedge resection procedure, when the device was fired, no staples deployed and this resulted in bleeding. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The lot number was provided. A review of the device history record did not produce any findings relevant to this report.